Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - stem. Visual examination of the provided x-ray identified the humeral component of the device had broken. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single lateral film of the right elbow demonstrates a right total elbow arthroplasty with proximal ulnar and radial resection. Fractured humeral component at the level of the distal diaphysis. Punctate metallic fragments noted posterior to the elbow joint could represent evidence of post traumatic change or even metallosis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial elbow surgery on and unknown date. Subsequently, the patient underwent a revision surgery due to the implant in the patient's humerus fracturing. It is unknown how the implant fractured.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.